Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported unspecified low readings on the sensor. No symptoms were experienced by customer, however self-treated with glucose tablets. Hcp meter readings of 250 mg/dl, 270 mg/dl and 280 mg/dl were obtained, and customer was treated with insulin via IV. There was no report of death or permanent impairment associated with this event.